Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient underwent a transplant, and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the patient was not elevated on the transplant list secondary to a device or therapy related issue, and the device operated as expected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until 12jul2024 when the patient underwent a heart transplant. It was communicated that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the patient was not elevated on the transplant list secondary to device or therapy related issue. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient was transplanted. No additional information was provided.